Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right hemicolectomy, the stapler was not able to fire the reload. They opened a new handle and reload to finish case. There was no patient injury.